Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute dissections. Please note add'l device implanted in pt.

Event description:
In 2008, the pt presented with a chronic thoracic dissection and a 2 cm aneurysm distal to the left subclavian artery. The pt was treated with a gore tag thoracic endoprosthesis. Post deployment angiogram revealed blood flow outside of the device and limited blood flow through the device. It was decided to implant a second gore tag thoracic endoprosthesis to repair the outcome of the first implanted device. The device became stuck and deployed at the level of the renal arteries, where a previously implanted dacron aortobiiliac graft was located. The device unintentionally covered the superior mesenteric artery, celiac artery, and both renal arteries. The pt was converted to open repair and the device that covered the visceral vessels was removed and discarded. The first device implanted remains in the pt. The pt is recovering and doing fine. The physician anticipates reintervening to correct the thoracic aorta.